Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to (B)(4). Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the reported phenomenon was due to a poor connection caused by a foreign material adhering to the video connector. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -foreign material was adhered to the video connector. Based on the information provided by (B)(4), it is possible that the image noise was generated because foreign matter had adhered to the video connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was noisy. The subject device was turned on, the image blinked and returned black screen. The occurrence date of event is unknown. There was no report of patient injury associated with the event.